Manufacturer narrative:
(B)(4). D10: cat: 110005087 lot: 0002411065 toggleloc with ziploop inline cat: 905263 lot: 221315 compositcp 60 11x30mm int scr customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the surgeon that one of the four suture strands ripped off in the process of passing the toggleloc and graft through the tunnels. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.